Event description:
Healthcare professional reported rupture of the left device discovered via mammography and confirmed via MRI. Healthcare professional also reported left side capsular contracture baker grade ii. Device was explanted.

Event description:
Healthcare professional reported rupture of the left device discovered via mammography and confirmed via MRI. Healthcare professional also reported left side capsular contracture baker grade ii. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observations observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported rupture of the left device discovered via mammography and confirmed voa MRI. Device was explanted.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.